Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f : the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, the patient underwent a port placement procedure using the powerport m.r.I. Isp via right internal jugular vein. 1 years 8 months and 13 days post procedure, the patient reported heart discomfort and chest pain. Upon returning to the hospital for an access evaluation, it was found that the catheter had broken and migrated into the heart. The interventional department subsequently removed the detached portion. On (B)(6) 2026, the catheter was removed. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided and reviewed. Photo shows catheter tube was completely broken and separated into two fragments with one part of catheter attached to the port body. The investigation is confirmed for the reported catheter fracture and material separation issues. However, the investigation is inconclusive for migration as provided photo is not sufficient to confirm the reported migration issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (patient, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, the patient underwent a port placement procedure using the powerport m.r.I. Isp via right internal jugular vein. 1 years 8 months and 13 days post procedure, the patient reported heart discomfort and chest pain. Upon returning to the hospital for an access evaluation, it was found that the catheter had broken and migrated into the heart. The interventional department subsequently removed the detached portion. On (B)(6) 2026, the catheter was removed. The current status of the patient was unknown.